Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted:(B)(6) 2012, explanted: (B)(6) 2018, product type: catheter; product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 8731sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (15mg/ml, 4.5mg/day) at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain and failed back surgery syndrome. It was stated that catheter was sheared. Factors that may have led or contributed to the issue was everyday movement of the patient. Dye study was performed but did not indicate any problems. The patient had reported tingling in legs and medication not helping pain like it did in the past. The hcp decided just to revise catheter. The issue was not resolved and patient status was alive with no injury. No further complication was reported.

Manufacturer narrative:
B5 was corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (15mg/ml, 4.5mg/day) at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain and failed back surgery syndrome. It was stated that catheter was sheared. Factors that may have led or contributed to the issue was everyday movement of the patient. Dye study was performed but did not indicate any problems. The patient had reported tingling in legs and medication not helping pain like it did in the past. The hcp decided just to revise catheter. The issue was resolved and patient status was alive with no injury. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.